Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to a regional repair center (rrc) in (B)(6) (returned to rrc on 2022-11-24). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective high voltage power supply (hvps) board. Thus, this event/incident was attributed to component failure. In addition, the evaluation revealed dust inside the device, a mechanical damage to the power switch, a missing washer from under a fixing screw for the housing cover, scratches on the front panel/the touch screen/on the housing cover/on the housing chassis, dents on the housing cover, corrosion on various components, cracks in the front panel/on the docking connector, the deformed insulation film for the motherboard as well as a damaged insulation film 111-747-a for the speaker board. However, these reported visual defects and minor mechanical damages, impair neither the electrical functionality of the device nor the patient¿s and user¿s safety and are signs of ordinary wear and tear and/or improper handling by the user. However, they do not have a causal relationship to the reported occurrence of error message e433. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic cholecystectomy procedure, the electrosurgical generator esg-400 displayed error message e433 and could no longer be used. However, the intended procedure was successfully completed with a similar device and without significant delay. There was no report about an adverse event or patient injury.